Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: as adriamycin was being pushed, the nurse pinched the tubing to check for blood return. The set broke at the back check valve which caused the adriamycin to leak. Very little drug leaked. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. Visual examination of the set showed that the distal l.p. Backcheck valve broke off the sidearm of the caresite valve. Although the defect was visually confirmed, the exact root cause was not able to be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.